Event description:
It was reported that a red alert was received from the patient's implantable device, indicating that the shock impedance measurements from this right ventricular (rv) lead were elevated and out-of-range (greater than 125 ohms). The patient was referred back to their healthcare facility for review. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.